Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Customer tried multiple charging supplies but the issue persisted and the pump battery could not be charged. Customer¿s blood glucose level was 135 mg/dl. The customer will continue to use current pump then will switch to an alternate method of insulin therapy.